Event description:
The customer reported that the system booted up with the collimator potentiometer error message. No pt injury was reported.

Manufacturer narrative:
(B)(4). The ge service rep replaced the collimator interface. He found that the surge suppressor was partially blown so he replaced the pcb. The system operates as intended.